Event description:
Reporter alleged the blood glucose device generated results of 925, 972 & 802 mg/dl which are all outside the reading range of the advantage system which is 10-600 mg/dl. Customer stated the results could not be located in the meter memory, however, did not indicate the location of the testing. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.